Event description:
A malfunction alarm was reported with code malf 12. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact technical support if the malfunction code recurs.